Event description:
It was reported that during the implant procedure, the guidewire could not pass through the lead. It was also reported that the lead was bent and distorted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, the guidewire could not pass through the lead. It was also reported that the lead was bent and distorted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor had blood/fluid obstruction. It was noted that the distal conductor was distorted and damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.